Manufacturer narrative:
Add'l PMA?510(k): k042539. There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.

Event description:
During a routine twelve month f/u visit angiography revealed a worsening of the aneurysm occlusion, raymond scale of 2. A second procedure was then performed to reocclude the aneurysm. There was no reported clinical consequence to the pt.